Event description:
The pt reported experiencing elevated blood glucose. The insulin cartridge was changed on (B) (6) 2010. She began to experience pain in her neck, a headache, and she could not feel her feet. Her blood glucose measured "hi" on her blood glucose monitor at 9:30 pm and she noticed there was no insulin cartridge and the insulin had leaked into the cartridge compartment of the infusion device. She stated the plunger of the insulin cartridge was stuck to the piston rod of the infusion device. She injected 20 units of insulin to lower her blood glucose. She changed her accessories and primed 25 units of insulin. She bolused another 25 units of insulin and only a little insulin dripped from the infusion tubing. She stated the insulin cartridge was full of air bubbles and the cartridge compartment was again filled with insulin. The adapter was last changed (B) (6) 2009. She stated she has noticed the infusion device makes a strange noise since the end of 2009. She stated that at that time she had difficulty retracting the piston rod. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.